Manufacturer narrative:
(B)(4)

Event description:
The nurse stated they received a questionable result from coaguchek xs meter serial number (B)(4) when compared to the result from a laboratory using dade innovin reagent by siemens. At 5:30 am, the result from the meter was 2.8 inr. The laboratory result from a sample drawn at noon was 4.6 inr. There was no allegation of an adverse event. The patient was stable. The therapeutic range was 2.0-3.0 inr. The patient was anemic, but the hematocrit was not known. The patient had no heparin, antiphospholipid antibodies, or direct thrombin inhibitors. The patient had no symptoms of bleeding or bruising. The patient's coumadin dose was increased from 5 mg to 7.5 mg two days prior to the event. The patient had no new medications or changes in diet. The suspect meter and strips were requested to be returned for investigation. The strips had been discarded and will not be returned. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.